Event description:
Allergan aesthetics received a report of a patient treated abdomen and flanks on (B)(6) 2022 with coolsculpting cooladvantage applicator may have developed paradoxical hyperplasia (ph). Due to insufficient information, device info and treatment date is not documented.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2022 using the cooladvantage coolcore applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph (B)(6) 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2022 using the cooladvantage coolcore system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/14/2023. Clarification to b3 partial date of event: "5 months" post treatment was provided.